Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to dark stools. On admission, the patient¿s hemoglobin was 5g/dl and the inr was 3.7. On (B)(6) 2015, a colonoscopy revealed colonic bleeding but the source was not able to be identified. On (B)(6) 2015, embolization of the gastroduodenal, superior pancreaticoduodenal and right gastroepiploic arteries was successfully completed by interventional radiology using gelfoam and microcoils. On (B)(6) 2015, coumadin was restarted. The patient was transfused with 7 units of packed red blood cells during their hospital stay. As of 06/17/2015, the patient¿s inr was 1.1. As of 07/08/2015, the patient remains in the hospital and will reportedly be discharged when their inr is therapeutic and the hemoglobin stabilizes. The pump is functioning as expected with no issues reported.

Manufacturer narrative:
Approximate age of device ¿ 3 months. The pump remains in use supporting the patient. A correlation between the patient's gi bleeding and the device could not be conclusively determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.